Event description:
A facility reported to tyco healthcare in 2001 that a patient who was located on a step down unit on an acute care patient floor, and on a 760 ventilator interfaced with the facility nurse call system was reported to have had a cardiac arrest. (Note: the facility policy is to have additional alarm systems in place due to the environment.) The staff responded to the event but it is reported that the patient experienced "anoxia and brain death". The report also states that the device was alarming for an unspecified parameter. The facility external alarm was reported to not be audibly alarming. The device alarm parameters were lip at 10cm. H2o and hip at 60 cm h2o. The 760 device was tested and found to be functioning according to specifications. The facility states the event was "not a machine" issue.